Event description:
Device was at normal battery level in june 2022, then in july 2022 it showed eos. Patient was in cambodia at the time and just recently returned to the us. He was unable to receive adequate medical care. A service code was seen but no other message. It is unsure what pacing outputs and percentages were and if they contributed to higher battery drain. Rv lead shows noise. No therapies reported. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional information received on 13-aug-2025. Device was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was at normal battery level in (B)(6) 2022, then in (B)(6) 2022 it showed eos. Patient was in cambodia at the time and just recently returned to the us. He was unable to receive adequate medical care. A service code was seen but no other message. It is unsure what pacing outputs and percentages were and if they contributed to higher battery drain. Rv lead shows noise. No therapies reported. Device remains implanted. Should additional information become available, this file will be updated.